Event description:
It was reported that the ilet displayed no glucose readings until after a restart, at which point low glucose values appeared, and the patient confirmed hypoglycemia with a fingerstick of 60 mg/dl after which they treated with oral glucose tablets and jelly; a possible intermittent communication failure between the ilet and the dexcom g7 sensor led to continued basal delivery and contributed to the hypoglycemic event, with interoperability issues suspected and the antenna/electrical-magnetic components implicated. The user experienced hypoglycemia with no associated clinical symptoms. Outcomes included the need for medication intervention through oral glucose. User support included communication and analysis of information provided. Investigation of this case revealed an interoperability problem associated with intermittent communication failure involving device communication components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.